Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image noise was bending stress on the tube caused damage to the internal charge-coupled device cable. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported image noise during angulation with their bronchovideoscope, which is a returned demo asset. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. A damaged connecting tube and further angulation issues were also found. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.